Event description:
It was reported that defective glue on the haptic of an implanted lens was found. Decreased vision was reported. It is planned to explant the lens.

Manufacturer narrative:
The device has not been returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. It was stated by the customer that they are using an alcon "b" cartridge for implantation. Our lenses are intended to be implanted with zeiss accessory support devices thus the product is being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience with other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the injection issue is but is not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for the 3pc hydrophobic lenses. Risk assessment identifies damage of the iol haptic due to improper handling, implantation techniques, or use of inappropriate surgical instrument. This is seen as reasonably foreseeable misuse which may result in additional surgery because of impaired vision or potential iol explantation. The severity of damage is seen as a serious event that may result in injury or disability which requires surgical intervention, the likelihood of occurrence is estimated to be occasional. The result is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.